Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted animas to report elevated blood glucose (bg) readings ranging from 200-300 mg/dl for past few months with signs/symptoms of ¿fatigue and pain in her side¿. At the time of the call, the patient stated her bg that morning was 280 mg/dl with symptoms of fatigue and pain in her side. The patient stated she administered a 3.20u correction bolus from pump and 2 hours later her bg was 230 mg/dl and still had the symptoms. The patient reported taking an additional bolus from the pump (1.70u) and confirmed her symptoms resolved. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced features were programmed as intended. The reporter informed the animas representative that in response to the elevated bg readings she had changed her infusion sets, sometimes once a day, her cartridges and her insulin with no changes in her bg readings. It was noted that the patient was following the correct technique for site/set and cartridge. The patient denied any visible damage to the pump¿s casing and confirmed there was no evidence of moisture or corrosion. There were no related alarms in pump history and the patient confirmed the basal rates were set correctly. At the time of the call, the patient mentioned she felt the elevated bg readings were due to a pump issue and did not feel safe using it. Based on the information provided, there is no indication that the subject pump caused and/or contributed to an adverse event. The patient¿s reported bg readings and symptoms do not meet animas¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the patient alleged the subject meter was not delivering accurately and the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013 device evaluation:the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: during investigation, the pump¿s daily insulin delivery totals were reviewed and correctly reflect the user¿s programmed basal rates showing the pump was delivering accurately up until the last date used by the patient; only typical usage was observed in pump history; there were no alarms or errors related to the complaint recorded. A 29hou r flow accuracy test was performed and the pump passed was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed the display screen had a discolored contrast. The display was replaced with a test display and the new display functioned properly with no visible signs of discoloration. The inaccurate delivery issue was not able to be duplicated during testing.